Manufacturer narrative:
Product not yet returned for evaluation. (B)(4).

Event description:
Consumer complaint of erratic results. Back to back blood tests gave results of 284 mg/dl and 115 mg/dl. No adverse event reported.